Event description:
A healthcare professional reported that injector's tips were bent. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Two opened company IV handpiece injector were returned for evaluation for the report bent plunger. A visual inspection of the intraocular lens (iol) handpiece injectors was performed and found to be conforming. A dimensional inspection for plunger position height was performed and both injectors were found conforming. A functional thread to barrel engagement check was performed and both injectors were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be conforming for all visual, dimensional and functional testing associated with the reported event, therefore a bent injector tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.